Event description:
A caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided guidance on resetting the pump. After the reset, the error code did not reappear, and the customer was able to successfully start their sensor session.